Manufacturer narrative:
D4: additional information lot# and UDI# is updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following products have been used in the surgery: product ID- 5584009, lot#- rs19h013 product ID- 5584009, lot#- unknown it was unknown which of the above lot# of product was broken and twisted. We are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar 3,4 spinal canal stenosis involved in posterior thoracolumbar pedicle screw fixation procedure used in spinal therapy. It was reported during intra-op, after using a lifting screw plug broken screwdriver to pre-tighten the plug, broken bolts appeared, the plum blossom at the end of the screwdriver was broken. Instrument broke and there was no fragments left in the patient's body. Reported that product would not be returned. There were no patient symptoms or complications reported as a result of the event. There was no additional surgery or treatment performed as a result of the event. Patient is alive and no injury on (B)(6) 2020, received additional information that instrument was broken, and another instrument had torsion damaged. There is no damage to screw plug. There was delay in overall procedure time for 10 minutes.